Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a downstream occlusion alarm was confirmed during device evaluation. The cause was identified as a damaged latch roller. The latch roller was replaced to correct the reported condition. If additional relevant information is received a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The device is currently in the process of being evaluated on site by a field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
The facility representative reported a flogard infusion pump with a downstream occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, nor medical intervention related to the device. No additional information is available at this time.